Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump started to alarm for cartridge removed. The patient successfully switched to a back up pump. No patient injury was reported.

Manufacturer narrative:
Additional information was received via email from customer on 09aug2022 and attached into the complaint. The infusion was life-sustaining. The pump is not available. H6: event problem and evaluation codes: updates not required. Device evaluation. No product was returned for visual for functional evaluation however, the pump operators manual in section for alarms and messages describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarm or message displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to the manufacturer if the problem persists. Results: at this point, there is no evidence that the pump failed to meet specifications. Root cause of the reported issue cannot be determined as no sample was received for investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review could not be performed in that no specific product was identified.